Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mlz524, and no non-conformances were identified. Investigation summary: an unopened sample of product code w9582, lot mlz524 was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needle were examined under magnification and no defects, bending needle or needle breakage were found. Besides, the resistance test was performed and no issues or anomalies were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, no breakage needle or bending needle was found. The following additional information was obtained: 1. The attached picture shows lot llm083, please confirm the event report is for which lot? Llm083 (as per pic) or mlz524 (as reported in file)? Event report for both batches. Surgeon experienced needle crooked for twice. 2. Confirm the total qty involved with reported issue? Was 1 or 2 needles involved? 2 needles involved. 3. Confirm the event - did the same single reported needle first bend and then break? Or 2 needles involved where 1 needle bent and other broke? For both needles, surgeons commented needles crooked easily, needles wasn¿t sharp (not smooth when he sutured), and needles tend to break easily. 4. Confirm the lot #'s for both needles? Both batches. However, the batch in the photo was not available. 5. Regarding the broken needle, please answer the following:- a. Did the broken needle or needle piece fall into patient? - no. B. If yes, was it removed? N/a. C. And how? N/a. D. Any patient consequences/ae outcome as a result of the event report? Unknown 1) it is mentioned below that the patient consequence is unknown. Please advise ¿ did the hospital surgeon/nurse report to you that any patient harm occurred as a result of the needle breaking? No patient harm reported. 2) can you confirm if both batches occurred in the same surgery and same patient? Or separate surgery and different patient? Both batches were for same surgery and same patients. Note: events reported via medwatch 2210968-2019-81518 and 2210968-2019-82741.

Manufacturer narrative:
(B)(4). The product (or photo) upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch llm083, batch mlz524. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm the event - did the same single reported needle first bend and then break? Or 2 needles involved where 1 needle bent and other broke? Confirm the lot #'s for both needles? Regarding the broken needle, please answer the following: did the broken needle or needle piece fall into patient? If yes, was it removed? And how? Any patient consequences/ae outcome as a result of the event report?

Event description:
It was reported that the patient underwent a total knee replacement procedure on (B)(6) 2019 and suture was used. The needle bent and broke during use. The procedure was not delayed and was completed successfully. There were no adverse patient consequences reported.